Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not switching on. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer replaced the interconnections distribution panel to address and correct this reported event. The device then passed a short self-test and an extended self-test, and was returned to use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.